Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The ra lead remains in service.

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection. A revision was performed and the cardiac resynchronization therapy defibrillator (crt-d) was explanted while the right ventricular (rv) lead, two right atrial (ra) leads and left ventricular (lv) lead remain service. No additional adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.